Manufacturer narrative:
PMA/510(k): k212323 investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The picture provided shows the distal end of a device, and the clip housing has detached from the cath attach but is still connected to the drive wire. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a clipping procedure, the physician was preparing to use a cook instinct plus endoscopic clipping device. It was reported that when the nurse opened the package the clip was not in the correct position and they did not use it on the patient. A photo was attached showing the housing detached from the catheter attachment, in a tromboning manner. As the observation was made prior to patient contact, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence and the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k): k212323. Investigation evaluation: the products said to be involved were returned in open pouches from the lot number provided in the report. The labels match the products returned. The picture provided shows the distal end of a device, and the clip housing has detached from the cath attach but is still connected to the drive wire. Device #1: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination confirmed the clip housing has separated from the cath attach but remains attached to the end of the drive wire, in a closed position. The clip could not be reopened. The device was viewed under magnification and a product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Device #2: our laboratory evaluation of the product said to be involved could not confirm the report as it was described because the condition of the returned device. The clip has been deployed, in a closed position, and was included in the return. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: device #1: our evaluation of the returned device confirmed the report. The clip housing has separated from the coil catheter but remains attached to the end of the drive wire, in a closed position. A definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Device #2: our laboratory evaluation of the product said to be involved could not confirm the report as it was described because the condition of the returned device. The clip has been deployed, in a closed position, and was included in the return. A definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.